Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds that had elevated post implant. The ra lead was moved to a higher atrial location and had normal parameters after being repositioned. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.